Event description:
It was reported that the patient presented in the emergency room after receiving hv therapy. Upon interrogation, during af with rapid ventricular response inappropriate therapy was observed. The device was reprogrammed successfully and remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.